Event description:
User facility reports one incident involving a needle dislodgement and needlestick incident. Patient has upper arm fistula access. Hcp had removed tape from the needle and was preparing to place a 2x2 gauze pad over the site. Bleeding was noticed at the cannulation site but hcp did not realize that the needle had dislodged. When hcp placed 2x2 gauze over the cannulation site a needlestick occurred on the right index finger. Patient was not positive for (B)(6) however prophylactic medication regime was started for staff member. Medication was discontinued after blood test results were negative. Follow up with the facility and the involved hcp indicate that this incident was an accidental dislodgement and user error. (B)(4).